Event description:
Temporal thermometer used to get temperature with a reading of 101. Patient was well appearing, smiling and eating appropriately with normal heart rate. Retested again after 2 minutes with a reading of 99.4. Oral thermometer used to verify temperatures with a reading of 100.4. No patient harm.